Event description:
It was reported while loading a (B)(6) patient the drop frame allegedly gave way and was unable to load the cot. Metal pieces were allegedly observed falling to the ground. No injuries were reported but another unit had to be called in to continue the transport.

Manufacturer narrative:
The customer was provided with a courtesy replacement cot and this cot was returned to ferno for evaluation. An evaluation was conducted and it was determined the reported malfunction was the result of a bent drop frame. Ferno was unable to determine how the bend in the tube occurred. The "pieces" falling from the drop frame were from a broken release handle used to release the cot from the truck fastener. This is not related to the drop frame function. The cot was 6.5 years old at the time of incident/evaluation. A serial number check revealed no related prior complaints against the device. The customer is authorized by ferno to service and repair their own ferno products. The customer confirmed there were no injuries or adverse effects to the patient or the caregivers.